Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's mother reported that the insulin pump also alarmed motor error during basal delivery. Customer's blood glucose reading was around 250 mg/dl with large ketones. Customer was able to rewind the insulin pump without a motor error. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.